Manufacturer narrative:
Product ID: 3093, explanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of the lead found that the conductor body was broken at or near the tines. The #0 conductor was broken 5.3 cm from the distal end.

Event description:
Additional information stated the patient's sacral nerve stimulator lead and extension were removed and replaced. It was stated the cause of the event was a broken lead and the patient had side effects "suggesting a break in the lead." It was also stated the removed lead was "intact grossly" and the new replacement lead gave "good responses in four positions." It was noted the new lead then would fit into the old extension but "the (unknown word) and plastic covering over the top would not fit appropriately" so a new, replacement extension was used. Impedances were then test and all were normal. The patient recovered without sequela.

Event description:
It was reported the lead malfunctioned. It was explanted and replaced with a different lead and extension. Patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.